Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a complete loss of controller power was confirmed via log file analysis. A review of the submitted log files contained data spanning approximately 13 days ((B)(6) 2023 per timestamp). Starting (B)(6) 2023 at 1:40:44, while connected to batteries, low power advisory alarms activated due to routine battery depletion. At 4:30:22, the alarms transitioned into low power hazard alarms and at 4:48:17 the alarms turned into no external power alarms due to the external batteries becoming completely depleted. The backup battery supplied power to the system due to the loss of external power. The pump stopped at 7:04:57 due to the backup battery power being depleted and the controller lost total power at 7:06:27 and shutdown. The duration of the pump stop could not be conclusively determined due to the controller clock being reset to the default timestamp of (B)(6) 2000 at 0:00:00, once connected to charged batteries. The pump regained speeds above the low speed limit (lsl) within 5 seconds. The clock was set to an updated timestamp on (B)(6) 2023 at 9:36:14. There were no other notable alarms active in the log file. The heartmate 3 system controller (s/n: (B)(6)) was not returned for analysis. A root cause for the reported event was determined to be due to the patient¿s batteries not being replaced in a timely manner, leading to full battery depletion and a pump stop. Heartmate 3 patient handbook, rev. D, section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use, rev. C, section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including clock not set, low voltage, no external power, power cable disconnect, and pump off alarms, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use, rev. C, and heartmate 3 patient handbook, rev. D, section 3, entitled ¿powering the system¿, explain the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. Heartmate 3 instructions for use, rev. C, section 4, entitled "system monitor", explains how to set the system controller clock using the system monitor. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR #2916596-2023-04944 it was reported that the patient had chest pain after they woke up to find that their controller had shut off. The patient said that the controller turned back on when they attached new batteries. An interrogation of the controller showed a no external power and pump off alarm during this time frame. The controller clock needed to be reset at the clinic on (B)(6) 2023. A review of the log files showed that the patient had connected to fully charged batteries over 24 hours previously and that low power/no external power alarms occurred with normal battery depletion leading up to the pump off event. The patient was seen in the emergency department again for chest pain on (B)(6) 2023. The patient's troponin levels were found to be normal and the patient was sent home. The cause of the chest pain was not determined.